Event description:
Reporter called after a case where the patient was brought back for surgery today because they did not feel like they made a successful resection, during the first case. In the first case, they were using cranial 5.0.1, registered with pointmerge, had a relatively high pa, they felt like they were 2cm inaccurate. They brought the patient back 1/22, used tracer registration, they were accurate and finished the case with no issues. After the revision surgery case, the following details from the first case were reported: during the first case, they initially had an error of 6.3mm, they then tried adding anatomical points and were able to get a pa of approximately 1.3mm. They decided they were accurate, proceeded with case with stealth to remove lesion within skull. They did a post-op CT, found they did not get the lesion (it was very small less than 5mm in diameter). They performed the revision case 1/22 and got everything successfully. In filing this form, no conclusion has been drawn as to what caused the lesion to be missed in the first case.

Manufacturer narrative:
Archived stealth station exam from initial surgery was reviewed at medtronic navigation (exam includes scan, surgical plan, and registration for navigation). No firm conclusion could be drawn from this review. Medtronic is in process of obtaining exam from revision surgery.